Manufacturer narrative:
Investigation summary: a complaint of a set not infusing properly due to the safety clamp was not fully closed was received from the customer. A sample was returned for investigation. No damages or defects were noticed on the set. The set was then primed and infused with no issue. The defect could not be replicated. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. The root cause could not be determined as the defect could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced clamp issue. The following information was provided by the initial reporter: safety clamp was not fully shut and did not alarm.